Manufacturer narrative:
A product investigation was completed: part 02.224.204s, lot 9435186: the plate shows no damages. There are just small scratches inside hole visible. This could be occurred during insertion of the dhs screw. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. (B)(4). Device was not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: 19may2015. Expiry date: 01may2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screws were tried in the plate before implantation and they didn¿t fit right. They seem to be a little too big, for gliding in the plate barrel, so they were not implanted. Screw l95 was damaged distal when trying to press it on the plate before implantation. It was decided to implant a 12,5 screw with a new plate. It went ok. There was a forty-five (45) minutes delay to surgery time. This is report 1 of 3 for (B)(4).